Event description:
The caller reported the cuff of the patient's tracheostomy tube deflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of tracheostomy tube for failure investigation was requested.